Event description:
It was reported that during a lobectomy procedure, the device did not staple on proximal side, and stapled but did not cut on the distal side, thus bleeding from the central part. Blood loss was 150 cc. Cartridge dropped off from the device after being released. The procedure was completed by hand suturing. There were no adverse consquences to the pt.